Manufacturer narrative:
Device had been returned prior to notice of the complaint. Device was out of specification when received into return goods. Decision was made to recall based on investigation results of other supplier lots of the same device. Reference 1825034-2011-007r. This report submitted april 5, 2011.

Event description:
It was reported that patient underwent a shoulder procedure on (B)(6) 2011. During the procedure, the stem inserter would not release the stem once it was implanted. When the surgeon removed the inserter, the humeral stem out as well. The surgeon completed the procedure by impacting the stem with a bone tamp. The procedure was completed with no adverse effects to the patient or delay in the procedure.